Manufacturer narrative:
Date of event is an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on an unknown date, three screw rack lids broke, one aiming arm was bent during insertion, and four depth gauges broke. Procedure was completed with a five (5) minute delay. There was no patient consequence. This report is for a 2.0/2.4mm depth gauge 50mm. This is report 1 of 5 for (B)(4).